Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving more medication than intended. The device was programmed to deliver heparin 25,000 units/500ml. No specific programming parameters were provided. Approx 30 minutes after the delivery was started, it was noted that the device was delivering at a rate of 360ml/hr. It was reported the "pt received 22,000 units of heparin." A partial thromboplastin time was drawn and was reported as "high." The pt was treated with 50 mg of protamine sulfate IV. The customer contact stated that after the event, it was noted the drug library default for heparin in the device was configured for units/hr instead of the intended units/kg/hr. There were no reported adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The customer contact indicated the event was the result of an operator error in programming the device.